Event description:
N/a.

Manufacturer narrative:
Unique device identification (UDI): (B)(4). The certas valve (ID 828804) was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 8. The valve was visually inspected; needle guard was raise/bent. The valve passed the test for programming, occlusion, leaks, reflux, siphon guard and pressure. The needle guard was dismantled, glue traces were noted on the silicone base and the needle guard, the needle guard was slightly bent. Root cause - the possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve, at the time of investigation no obstruction issue was noted. The root cause for the raised and bent needle guard, is due to improper handling, as noted in the IFU. Do not fold or bent the valve, folding or bending might cause rupture of the silicone housing, needle guard disc dislodgement or occlusion of the fluid pathway.

Event description:
This is 1 of 3 reports linked to mfg report numbers: 3013886523-2023-00239, 3013886523-2023-00240. A physician reported a certas valve (ID 828804), a peritoneal catheter (ID 823074) and a ventricular catheter (ID 823073) were implanted via ventricular peritoneal (vp) shunt on (B)(6) 2023. On (B)(6) 2023, the patient had a headache and slit ventricle appeared. On (B)(6) 2023, an x-ray was performed because the patient presented with disorientation. The setting pressure was set to 8 because a slit-like ventricle was observed; acute hydrocephalus occurred. On (B)(6) 2023, an x-ray was performed because the patient presented with vomiting. Due to ventricular enlargement, drainage was performed. An obstruction was suspected therefore, the valve, the peritoneal and ventricular catheter were removed and replaced on (B)(6) 2023.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.